Manufacturer narrative:
The steris technician learned from facility personnel that the washer's door was jammed on an instrument tray that was sticking out of the rack. The employee attempted to manually clear the obstruction allowing the washer door to close on their arm resulting in the reported event. The steris technician inspected the washer and found it to be operating per specifications. No repairs were required, and the unit was returned to service. The steris operator manual states the following in accordance with personal injury and/or equipment damage hazard and door obstruction: "if an obstruction is present in the wash chamber door, the door safety bar will detect an obstruction and the door will automatically stop from closing. Wait until door is fully open before removing obstruction" and "if an obstruction is present in the chamber door, do not attempt to remove the object." The root cause to the event is likely attributed to user error. The steris service technician counseled employee on proper loading techniques and safety operation protocols. No additional issues have been reported.

Event description:
The user facility reported that an employee bruised their arm while operating an amsco 7053hp washer/disinfector. The employee did not seek professional medical attention and instead self-treated by applying an ice pack to their arm.